Event description:
Break in the insufflation tubing causing co2 leak; had to replace tubing to complete the procedure. Manufacturer response for pneumosure tubing insufflation, (brand not provided) (per site reporter). Sending return kit for evaluation.